Event description:
It was reported that a patient experienced a shocking or jolting sensation going down her leg to ankle. The symptoms started after p laying with her grandkids and the patient was not sure if she pulled something out of place or not. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that the lead components of the implantable neurostimulator (ins) had come loose and that the ins was currently turned off. The patient was to be scheduled for a revision at a later date (patient had "other things to be done right now"). If additional information becomes available, a follow-up report will be sent.

Event description:
Additional information received reported that the patient still had concerns regarding their device, but was working with their doctor to address them. It was also stated that a new device was implanted on (B)(6). No additional information was reported.

Manufacturer narrative:
Product ID 3889-28, lot# v086630, implanted: (B)(6) 2008, product type lead; product ID 3037, serial# (B)(4), implanted: (B)(6) 2008, product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).